Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed that the tubing was completely separated from the solvent-bonded junction of the stress member. Microscopic inspection revealed the cause of the separated tubing was due to absence of solvent application on the tubing. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the tubing became disconnected from a small volume folfusor during patient infusion. This event involved a patient with no patient consequences. No additional information is available.